Manufacturer narrative:
The radiometer investigation has found that when observing the patlog, it appears that the sample (B)(6) 2025 17:34:57) had an error 443: ca(7.4) not usable. The ph of this sample was measured to be 7.198. As described in the IFU, error 443 is triggered when "cca2+ at a ph of 7.4 is not usable as the actual ph is outside the 7.2-7.6 range". Unfortunately, ph is just below 7.2, and therefore ca at ph 7.4 cannot be used. Hence the product did meet its specifications and this incident does not meet the criteria of a reportable MDR now.

Event description:
Radiometer reference number: (B)(4). According to the complaint the hospital reported, a blood gas test was performed on (B)(6) 2025 on the pediatric patient. The initial results on the abl90 flex analyzer (serial no; (B)(6)) were incomplete with missing values, requiring a repeat test. New information received 17sep2025: the analyzer displayed a blank result for the cca²+(7.4) parameter. The measured ph for this specific sample was 7.198. The customer did not report any abnormalities with the measured parameters, including ph and cca²+. No adjustments or repairs were performed on the analyzer.